Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The pump was returned to livanova (B)(4) for investigation. Evaluation of the device was unable to reproduce the reported issue initially. A serial read out was performed, but a different error was identified than the one reported. After upgrading an internal circuit board, the reported error code was reproduced and the root cause was identified to be a faulty resolver component. The device was repaired and functionally tested without further issue. A technical safety inspection was successfully completed and the pump was returned to livanova (B)(6) to be returned to the customer.

Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer plans to return the device to livanova (B)(4) for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s5 roller pump displayed an error message during installation. The pump was moved to another hlm and the same error was displayed. There was no patient involvement.